Event description:
It was reported that an unspecified malfunction alarm occurred. There was no adverse impact to the customer's blood glucose level. Technical support confirmed the pump was under warranty and instructed the customer to use multiple daily injections as a backup for insulin delivery. The customer was guided on how to put the pump into storage mode and agreed to return it using a pre-paid label within 10 days. A replacement pump was arranged to be sent to the customer.